Event description:
The complainant reported that the patient on impella 5.5 support was repositioning the impella without medical assistance, and the impella stopped. The patient was able to restart the impella at p9 with no issues. It was further reported that the impella contamination sleeve was broken. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of temporary pump stop and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Temporary pump stop: based on the data log review, no pump stops were found outside of the impella stopped alarm at the end of the case run when the pump is turned off which is to be expected. Purge related alarms were seen but were not sufficient to conclude purge system issues. No motor current spikes were seen outside of p-level changes. No electrical alarms or impella defective alarms were seen. Since the product was not returned for investigation, a lab run could not be performed to try to replicate the reported issue. The root cause of the temporary pump stop was not determined due to insufficient information related to the failure from the data logs and unreturned product. Sterile sleeve damage: based on the clinical review, it was found that the sterile sleeve was broken at some point during the case. The root cause of the sterile sleeve damage was unable to be determined due to lack of sufficient clinical details and unreturned product.